Event description:
Upon receipt of the device, the user reported that upon removal of the rear cover of the base, the small allen screws heads were found to be stripped from the factory and had to be drilled out. No other details regarding the nature of the event were provided. Since the event occurred upon receipt of the device, there was no pt involvement during this event.